Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, product ID: bi71000181, serial/lot#: (B)(6), product ID: bi71000607, product ID: bi71000180r, serial/lot#: (B)(6), product ID: bi71000171, serial/lot#: (B)(6), product ID: bi71000180r, serial/lot#: (B)(6), product ID: bi71000183, serial/lot #: (B)(6). H3) the manufacturer representative (rep) went to the site to test the imaging system. The rep replaced the mobile view station (mvs) power board and high voltage cable chain. Performed system checkout and system is operational. Codes: b01, c07, d02 the motion enclosure was returned for analysis. (Bi71000180r) the system did not initialized. Software mismatch. Software on enclosure motion was 0.3.8. And installed in 4.2.0. System instead of 4.2.1 system. After a firmware downgrade. The system was rebooted and it initialized, motion, calibration passed. Motion, generator, communication and charging ready. 2d and 3d images were successful. Firmware mismatch is only an issue when it fails and installed version switch to n/a. Codes: b01, c19, d14 returned: 2024-mar-21 the gpio was returned for analysis. (Bi71000171) the system initialized. Motion, generator, communication and charging readied. Both trackers on the system were active. 2d and 3d imaging passed. Navigated with stealth s7, verified trackers, acquired scans and transfer was successful. No failure was found. Codes: b01, c19, d14 returned: 2024-mar-21 the enclosure motion was returned for analysis. (Bi71000180) motion calibration passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Docking the system passed. System ran software version 4.2.1. Enclosure motion runs firmware version 0.3.8 making it compactible. Enclosure motion is not compactible with system (B)(6) which runs software version 4.2.0. Enclosure motion mvs was installed in a non-compactible system and the firmware should have been downgraded to 0.3.7. Codes: b01, c19, d14 returned: 2024-mar-21 the pcba was returned for analysis. (Bi71000181) the system readied, motion, generator, communication and charging readied. 2d and 3d images were successful. System ran software version 4.2.1. Pcba mvs power board runs firmware version 0.4.1 making it compactible. Pcba mvs power board was not compactible with system (B)(6) which runs software version 4.2.0. Mvs power board was installed in a non-compactible system and the firmware on the board should have been upgraded. Codes: b01, c19, d14 returned: 2024-mar-21 the control plate was returned for analysis. (Bi71000183) the system did not initialized. The generator did not ready. System control firmware mismatch error. Installed firmware was 0.22 and unable to upgrade. Codes: b01, c10, d02 returned: 2024-mar-25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system gave a "software version mismatch error. Firmware version unknown. Do not proceed." This was noticed during a case. A hard reboot didn't resolve the issue. Technical services (ts) had the manufacturer representative (rep) check the umbilical connection, shut the system down, disconnect the umbilical and boot the image acquisition system (ias) and mobile view station (mvs) up separately. Once booted, the system was in initializing, ts had the rep plug the umbilical connection back in and the system connected. The issue was still unresolved. The rep had to manually open the gantry, and the site proceeded with a second imaging system on site for the second spin. There was less than an hour delay in surgery. There was no impact on patient outcome.